Event description:
It was reported that the device was missing pressure needle gauge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Pressure chamber was received in new condition. Visual inspection confirmed customer reported complaint. The chamber was connected to compressed air sources, and their gauge readouts were verified to be low. Cuffs pressurized completely, but the indicator needles showed lower than expected pressure. The root cause of the reported issue was found to be the needle on the pressure gauge was out of place. Actions were taken to mitigate the reported issue: no corrective or preventive actions have been assigned at this time, but complaint data will continue to be monitored for new information.